Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that a month after implant, this left ventricular (lv) lead was explanted due to phrenic nerve stimulation (pns). A new lead from another manufacturer was successfully implanted. No additional adverse patient effects were reported. The product was returned for analysis.

Event description:
It was reported that a month after implant, this left ventricular (lv) lead was explanted due to phrenic nerve stimulation (pns). A new lead from a another manufacturer was successfully implanted. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood in the tip region and no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.